Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient will undergo surgical intervention to have the scs system explanted due to ineffective stimulation and to have further back surgery. Follow-up identified the patient's also experiencing unrelated cognitive issues which affects her ability to maintain the system.

Event description:
Follow-up identified surgical intervention was undertaken during which time the entire scs system was explanted.